Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix is stretched and that the it is hung up on the guide tooth. If information is provided in the future, a supplemental report will be issued.